Event description:
Twenty (20) hill rom beds with compromised fire barriers; 3 with zippers compromised and 1 with staining and internal foam damage. -20 fire barriers included centrella p7900 and pro885. -2 zippers pro885 -1 zipper centrella p7900 -1 staining and foam damage centrella p7900. Reference report# mw5165499, mw5165500, mw5165501, mw5165502, mw5165503, mw5165504, mw5165505, mw5165507, mw5165508, mw5165509, mw5165510, mw5165511, mw5165512, mw5165513, mw5165514, mw5165515, mw5165516, mw5165517, mw5165518, mw5165519, mw5165520, mw5165521, mw5165522.